Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unexpected high ultrafiltration (uf) for therapy compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 00:44:32. During night drain cycle four, the patient's ultrafiltration reading was 23858ml, indicating the home patient (hp) drained 23858ml more than their maximum programmed fill volume of 1900ml. No additional information is available.